Manufacturer narrative:
It was reported to csi that the hospital facility will retain the reported device indefinitely. If the device is released to csi, an analysis will be performed and a supplemental report will be submitted. Additional event information was requested from the hospital facility, however it was not provided. If additional event information is received, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The extended length diamondback peripheral orbital atherectomy device was used to treat a 95% stenosed, heavily calcified lesion in the distal superficial femoral artery. Following one treatment pass, the device stalled and became stuck in the vessel. Surgery was performed to remove the device, and the patient was in stable condition following the procedure. The patient was discharged (B)(6) 2020.